Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implantation date and hospital location unknown. -estimated implant duration reported as two years. -patient reported as requiring surgeries for aortic dissection. -uneventful device explant due to dysphagia on (B)(6) 2014. Device was discarded. -device found in correct position/geometry. -patient in satisfactory condition after explant. Dysphagia symptoms resolved; patient experienced ongoing gerd and delayed gastric emptying.